Manufacturer narrative:
(B)(4). The patient experienced the peritonitis on an unreported date, stated as ¿yesterday¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). The antibiotics were scheduled to end approximately three weeks after the receipt date of this report. No information was provided regarding the outcome of the peritonitis event or if dianeal therapy was ongoing. No additional information is available.